Event description:
It was reported that during a de novo farapulse procedure for atrial fibrillation (afib), an issue occurred while advancing a farawave catheter to the vein ostium. The physician noted that the guidewire, which was a non-boston scientific device, could neither be advanced nor retracted. Initial troubleshooting involved repositioning the catheter away from the vein and attempting manipulation again; however, the issue persisted. The entire catheter and guidewire assembly was subsequently removed from the patient. On the back table, significant force was required to manipulate the guidewire, at which point a ''pop'' sensation was noted, after which the guidewire began moving freely again. Despite this, the physician elected to replace both the catheter and guidewire with new devices and proceeded using an alternate device. No patient complications were reported, and no tissue was observed on the tip of the catheter or guidewire. The guidewire could not initially be removed until it was forcefully manipulated outside the body.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Patient information was not available at the facility.